Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, clamp cut when installing the clip. Absence of clips in the clamp which has severed the artery instead of to clipped. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded. Cutting clip.